Event description:
Father picked tubing up to help patient to the bathroom and port tubing had snapped (blue tip, above the wings of the catheter). Port had to be de-accessed and re-accessed. IV fluids were contaminated due to the break and new ones obtained from pharmacy. Minor delay in restarting infusion. No negative outcome for patient.